Manufacturer narrative:
Other text: investigation completed on a smiths medical fluid warming/level 1 hotline accessories complaint of leaking was confirmed with testing with syringe. The cause is believed to be after sample evaluation the most probable root cause for the leak condition in valve disc is due to a operator oversight the operation adhesive (loctite 495) in the valve disc, during disc application process, procedure mp l-10 operation 4.7 ?using loctite 495 and efd solvent dispenser (1000series), step on foot pedal to apply single droplet of loctite 495 to center of vent disc seat or ?castle ring" on gas vent body." Was not correctly followed. An awareness notification was conducted by the quality engineer.

Event description:
Device evaluation completed and summary in h 10.

Event description:
Information was received indicating that immediately on use of a smiths medical level 1 hotline accessory, the customer noticed that medical fluid was leaking from the air vent filter. No patient consequences were reported. No adverse effects were reported.